Manufacturer narrative:
(B)(4).

Event description:
Information was received from the patient's husband, regarding a female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain and chronic lower back pain. The concomitant medications and patient history were not reported. It was reported that the entire pump system was removed 5 weeks after the implant date due to infection. No other information was given regarding this event. The drug, medical history, concomitant medications, event date, diagnostics, cause, and whether the infection was related to the device or therapy remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.